Event description:
Patient reported intracapsular rupture, "local pain", inflammation, and simple cyst on left side. The device was explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. This is a follow up report to a medwatch submitted under manufacture report number 9617229-2020-07451. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the identified photos: broken shell and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.